Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Reportedly, the customer administered a mealtime bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. The customer consumed carbohydrates to address low bg. The customer reverted to an alternate pump for insulin therapy.